Manufacturer narrative:
Evaluation is in progress, but not yet concluded

Event description:
The user facility's biomedical technician (bmet) reported that during preventive maintenance (pm) of the device, the output gas flow meter was reading 9 liters per minute (l/min) when the flow was set to 5 l/min. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, upon receipt of the device, the absolute pressure displayed 1.56 pounds per square inch absolute (psia) while open to atmosphere. Absolute pressure sensor out shifted -14966 counts from time of original manufacture (30329). Because standardized mass flow is dependent on absolute pressure to be calculated, device under test mass flow would appear to be less than half of actual depending on the pressure readings while checking flow. Damage to the absolute pressure sensor appears to be the cause of the discrepancy in flow readings. The findings in the report are consistent with lifted wire bonds. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed that the improper flow readings were due to defective internal flowmeter. The service repair technician (srt) installed a new flowmeter as part of the reconditioning process. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during installation of a newly refurbished device.